Manufacturer narrative:
Nonconformance investigation was performed on one returned sample of a shiley pediatric tracheostomy tube was received for evaluation. Visual inspection was performed, and it was observed that the left part of the connector flange was cracked in the edge of the flange where the neck strap is supposed to be tied. The customer reported failure mode of a chipped / cracked connector flange was confirmed. The customer reported failure was verified, and it was determined to be unrelated to the manufacturing process. (B)(4).

Event description:
Customer states: during use, the caregivers were exchanging the neck holder when they noticed the neck plate had a crack. This was not observed during pre-inspection. The info provided suggest that decannulation and recannulation of a replacement tube was required. No pt harm reported with this event.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.